Event description:
It was reported that pump displayed malfunction code 16 that could not be reset, with no notable events occurring before issue and no information provided about impact on customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.